Manufacturer narrative:
Root cause of the broken rinse block could not be determined based on the available information.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the rinse block on the coulter lh 750 analyzer broke, which caused the backwash fluid to leak. The user was wearing personal protective equipment (ppe) (lab coat, gloves and goggle) at the time of the incident. No injuries occurred and medical attention was not sought. No reports of exposure to mucous membranes or open wounds.